Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit and replaced the gray peripump tubing, aspirate probes 1 and 2 and rinse blocks. The cse performed precision testing and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on and advia centaur cp instrument. The sample was obtained from a patient in an emergency room. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur cp instrument and on the same instrument, resulting lower both times. The repeat result from the original advia centaur cp instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.